Event description:
A report was received that the patient was experiencing discomfort at the ipg site due to the battery being too close to the surface of the skin. The patient underwent a revision procedure wherein the ipg pocket was relocated. The patient was doing well postoperatively.